Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.

Event description:
Boston scientific received information that during a recent device upgrade procedure, when both setscrews of the device were loosened this lead broke apart once removed from the device header. This lead was surgically abandoned and successfully replaced.to date, there have been no additional adverse patient effects reported.